Event description:
Pt had stent placed in right subclavian artery. Pt had chest pain at the time and it worsened for the next 3 weeks. Pt had cat scan and showed stent had slipped and subclavian had perforated and an aneurysm had formed which had displaced trachea. Vocal cords were becoming paralyzed. Extensive surgery was done. Pt is 100% disabled. Pt is now having symptoms again of subclavian steal. Testing of the graft shows narrowing and kinking. Pt doesn't know what to do and is very frustrated.